Event description:
The patient presented for follow-up after activation of the stimulation device and reported mild left-sided jaw pain as well as mild swallowing difficulties following the surgical procedure. Device function was assessed and demonstrated appropriate stimulation with a clear, straight tongue protrusion. The patient additionally reported a fractured dental bridge on the left side. A titration pause of four weeks was recommended. At subsequent follow-up after completion of the pause period, the patient stated that the treating dentist did not consider the jaw pain to be related to the dental bridge. Further diagnostic evaluation, including computed tomography (CT) imaging and ultrasound examination, revealed no pathological findings. The patient also completed a two-week course of antibiotic therapy. Overall, the origin of the pain remains unclear. The patient was advised to proceed with lymphatic drainage therapy, continue standard ac stimulation, and return for continued follow-up evaluation over the next two to three months.